Manufacturer narrative:
Reference ID: (B)(4). Field service engineer (fse) performed analysis and concluded that the detector was dropped. After the drop, detector was calibrated properly, but since then, it has been frequently losing connection to the system. The fse found that two batteries were damaged due to overcharging (more than 600 cycles), and the skyplate switch was also damaged. Both the skyplate switch and the batteries must be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector not connecting to the system after being dropped. The reported problem was confirmed with the customer. Thus, it is concluded that the detector was dropped by accident (use error) and batteries were damaged due to being charged beyond the recommended limit. A replacement quotation was sent to customer for battery and skyplate switch and device returned for clinical use.

Event description:
It was reported the detector was dropped; user calibrated but still it won't connect to the system. The device was in clinical use and there was no patient or user harm.